Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a missing sensor wire and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. Upon removal of the sensor, the patient's father stated the sensor wire could not be seen. The patient's parents were concerned that the sensor wire remained in the skin. The patient's father indicated that the skin felt hardened at the sensor insertion site and mentioned they would see the doctor the next day. Further contact was made with the patient's father on 02/21/2018 and the patient's father stated the patient visited the doctor at the accident and emergency. It was confirmed by the a and e that the sensor wire was not visible under the skin. At the time of contact, the patient was doing okay. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.